Manufacturer narrative:
Based on the information provided, the cause of the hemoptysis is unknown. The surgeon stated the only risk factor was that the tumor was semi-solid in nature, and thus the blood vessels were not compressed as they normally would with a solid tumor. The surgeon stated that the adverse event is related to an unusual patient factor. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced hemoptysis of 100 ml about 1 hour after the procedure which required nebulized tranexamic acid and a single dose of intravenous tranexamic acid. As a precaution the was admitted to hospital overnight and given bactrim antibiotic as a prophylaxis. The patient was discharged stable the next day. Per the physician, the complication was not due to a device issue but was just an unusual patient factor. The physician also indicated that bleeding after lung biopsies is a recognized complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced hemoptysis about 1 hours after the procedure. The patient was hospitalized overnight and discharged the following day. The patient is currently in stable hemodynamic condition after discharge. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the physician indicated, "the event was not due to a device issue, just an unusual patient factor." Furthermore, the physician indicated that the patient underwent a biopsy of a 1.5cm lung nodule using the ion system. During sampling, conventional needle aspiration, cytology brushes and transbronchial biopsy forceps were utilized. Samples confirmed malignant cells by the pathology scientist during the procedure, indicating that samples were obtained at the correct location. At the end of the procedure, the airway showed some signs of blood in it, which is often seen at the end of a biopsy procedure. The blood was suctioned out in the usual fashion, and additionally cold saline with adrenaline was used to flush the sampled airways to settle any subsequent bleeding. A conventional bronchoscope was used to inspect the airways to make sure there was no ongoing bleeding after the procedure. The patient woke up uneventfully with normal oxygen saturations and no coughing. One hour post procedure, after returning from a routine post-procedure chest x-ray the patient had a hemoptysis of 100 ml of blood. He was placed back on a trolley and nebulized tranexamic acid as well as a single dose of intravenous tranexamic acid (a medication used for bleeding situations) were administered. Oxygen saturations remained stable, and the patient had no further hemoptysis. As a precaution he was admitted to the hospital overnight. Bactrim antibiotic was administered as a prophylaxis. Apart from one or two small amounts of clotted blood mixed with sputum, which is common when the airway is clearing itself of any residual blood, no subsequent hemoptysis was observed. The patient was discharged in overall good conditions the next day and did not experience further episodes of hemoptysis apart from small amounts of dark sputum. A follow-up occurred on post-procedure day 6 and a chest x-ray was clear with no evidence of any pulmonary bleeding. The patient was clinically asymptomatic with normal oxygen saturations and physical examination. There were small amounts of dark blood (5-10 cent piece size) still being coughed up once or twice a day, but this was settling. The patient made a full recovery. Reviewing the case, according to the treating physician, the only risk factor here was "the nature of the tumor morphology - being ¿semi-solid¿- meaning there were components of the tumor which were soft and aerated and as a result, small blood vessels which would normally be compressed by a solid tumor were not compressed and as a result bleeding occurred." Bleeding after lung biopsies is a recognized complication. The event was not related to the use of the robot itself, i.e. At the end of the procedure no injury to the bronchial wall as a result of the robot navigation could be identified.